Manufacturer narrative:
Technical support provided the biomed with part numbers to order to make the repairs. The biomed is going to repair the cooler heater unit.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, water pump sounded noisy. The biomed opened the pump and found some broken parts inside. Since the event occurred during preventative maintenance, there was no patient involvement.